Event description:
The patient felt the vibratory alarm and presented to the clinic, whereupon attempted interrogation was unsuccessful. It was determined the device was at end of life, and premature depletion of the battery was suspected by the physician. The device was explanted and replaced. The patient was stable following the reported event.

Manufacturer narrative:
The reported event of no communication was confirmed. The device could not communicate due to a depleted battery. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested and no anomalies were observed. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be determined.